Manufacturer narrative:
Device was implanted and hence not returned for eval. Internal investigation in progress, but not yet complete.

Event description:
Two screws implanted were past their exp date by 3 weeks.